Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a pt presented high lead impedance readings at a routine office visit. These results were obtained on both systems and normal mode diagnostics. The physician did not program and the pt's device off but x-rays were taken. Good faith attempts to obtain add'l info, including a copy of the x-rays have been unsuccessful to date. It should be noted that the pt was re-implanted approx 1 year ago, due to high lead impedance.